Event description:
The neurostimulator (ins) had a low battery and showed that it was discharged when it was interrogated prior to a procedure while still in its box. The ins was stored in a temperature controlled facility and was not exposed to any warm or hot temperatures. It was able to be charged fine, but was not used.

Manufacturer narrative:
(B)(4). Final device analysis revealed a reliability non-conformance. This ins is functionally okay, however, the service life was started prematurely allowing the battery to drain faster than if it had remained in the shelf state while in the shipping box. There was good stable output on every electrode pair referenced to the #0 electrode at the returned lead configuration (1x8). The output matched the programmed settings. There were no issues when pressing on the ins can. The ins was still in the shrink wrapped shipping box.

Manufacturer narrative:
(B)(4)